Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values five days after the sensor was inserted in the abdomen. The patient stated that the sensor was giving high readings, and because of this she kept injecting insulin, which caused the glucose to go low. The patient lost consciousness and was brought to the hospital by her brother. The patient regained consciousness at the hospital and at an unknown point the cgm was reading 380 mg/dl and the blood glucose reading was 89 mg/dl. The patient also stated that ¿because she kept on injecting insulin her glucose went down to 23¿, but there is no information on when this was, and what the cgm reading was at that time. There was no documentation of any type of medical intervention or treatment given to the patient in the hospital. At the time of the report the patient was in a good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.